Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the system had a read, write or cubie memory invalid error and a drawer failed. The devices affected by this event could cause a delay in access. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 4.2 had unloaded all the cubie pockets but were reseated and then both drawers were not detected on bus. A field service engineer (fse) removed the back panel and found that all drawer board lights were illuminated. The diagnostics tool was unable to perform a test because not all cubie pockets were detected. The device was shut down, and the row board cable was reseated; however, the issue persisted after reboot. The fse replaced the drawer and controller boards and rebooted the device to configure the drawer, but the drawer no longer appeared in the configuration list. Further inspection showed that the position sensor light was not lit. The device was shut down, the position sensor was replaced, and the device was rebooted. Proper operation of the half height cubie drawer was verified. The customer successfully recovered and inventoried the drawer, and no further issues were reported. The system functioned as intended field service engineer repaired the device.